Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 700 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing sweating and increased spasms. The pump was interrogated and a motor stall had occurred on (B)(6) 2018. The doctor was made aware of the stall and planned to treat the patient with oral baclofen. A pump replacement was planned but not scheduled. The issue was not considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-25. It was reported that the motor stall occurred on 2018-(B)(6) at 10:36 and the tube set message occurred on 2018-(B)(6) at 10:36. The stall had not recovered at the time of the pump interrogation, which was done on 2018-(B)(6) at 18:21. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.